Event description:
Dealer reported that the users legs are being scratched by the legrests on his tdxsp-mcg power chair due to the legrests not being able to swing away in certain spots.

Manufacturer narrative:
Submission of this MDR, under this part does not constitute an admission that the device and/or any employee, caused or contributed to the reportable event.